Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotalink burr catheter for the complaint device; however, the advancer was not returned for analysis. A visual examination of the burr, sheath, coil, and handshake connections were microscopically and visually examined. The burr was detached from the coil and on the rotawire. The burr was able to be removed from the rotawire with no issues. Inspection of the device revealed that the burr was detached with portion of the coil still inside the burr. The bottom of the burr and annulus were damaged. The damage to the annulus is consistent to interaction with the rotawire during use. The coil was damaged with the 3 coils stretched and no longer together as one unit. The rotawire was measured and only 20cm including the spring tip was returned for analysis. The rotawire had excessive wear marks, which is consistent to interaction with the annulus during use. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported four runs were made with the burr over the rotawire for 20 seconds. On one of the runs, the burr rotated in the same location on the rotawire for 20 seconds.

Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4)

Event description:
It was reported the burr got stuck in the lesion and detached. A 1.25mm rotablator rotalink plus atherectomy catheter over a rotawire, was being used for treatment within the 95% stenosed, highly calcified lesion located in the proximal right coronary artery which also had a 90 degree angle after the stenosis. The burr was able to ablate the lesion. But once the burr past the lesion, into the 90 degree angle, it stopped, got stuck in the vessel and detached. The physician was able to remove the entire rotalink plus system along with the rotawire. Rotablation was completed with another rotalink plus and the placement of a promus element plus with good results. There were no reported patient complications and the patient was stable post procedure.